Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of dissection was "guide induced" after the stent placement and not due to the stent as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of dissection was "guide induced" after the stent placement and not due to the stent as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of dissection was "guide induced" after the stent placement and not due to the stent as previously reported.